Event description:
The instrument did not place properly formed staples on the tissue and the sulu's anvil bent. As a result, bleeding occurred and the surgeon decided to convert the procedure to an open surgery to control the bleeding and complete the case. Procedure: wedge resection and lobectomy. Patient status: patient discharged.